Manufacturer narrative:
(B)(4). Initial report date 12/14/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that the capsule was placed and retained for about 41 days. The physician received the required information including a technique to detach the retained capsule.